Manufacturer narrative:
Date of event: exact date unknown, event occurred in recent months.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.